Manufacturer narrative:
H.6. Investigation: the complaint was created for false positive results on the bd bactec fx40 instrument (ref 442296, (B)(6)). The customer reported false positive results. A bd field service engineer (fse) was dispatched to the customer site to investigate the issue. The fse checked the power supply, temperatures, leds, motor, and the overall system. The instrument was determined to performing as expected. It was noted the instrument qc was passing. No parts were used or returned for investigation. Service history record review revealed no previous complaint for false positive result. Review of the device history record is not needed due to the age of the instrument. Based on the information provided, the complaint was unconfirmed for an instrument failure. The root cause was unable to be determined. Bd quality will continue to monitor for false positive complaints on the bactec fx40 instrument. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive.